Manufacturer narrative:
The insulin pump was received with scrambled display. Problem isolated to the lcd board. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a black screen. The customer stated that the device was exposed to extreme temperatures. She was advised to stabilize at room temperature. She stated that the black screen did not disappear. She also reported that the display's top line with the reservoir indicator would not show, the time and battery show but the area below had vertical lines all across it. Blood glucose value was 154 mg/dl. The insulin pump was replaced and returned for analysis.